Manufacturer narrative:
Control lot (c3091a) was associated with field action per (B)(4) for incorrect expected value card provided with this control lot with the incorrect concentration assignment ranges for the total cholesterol and triglycerides analytes. No further investigation will be pursued under this case.

Event description:
Report received of unexpected high control values received outside of range for ldx multi-analyte controls (l1 & l2). Controls l1 high: tc=257 (133-187), hdl=67 (21-41), trg=212 (105-155), ldl=148 (96-142). No reported adverse patient sequela. No additional information provided.